Event description:
Reportedly, as the pt was being moved from a gurney onto the table, the tabletop allegedly rotated horizontally on its pivot support resulting in the pt sliding off the tabletop back onto the gurney and then onto the floor. Reportedly, the pt was not injured.